Event description:
This is one of many reports received from japan in which a product mislabel was identified. This patient underwent cataract extraction in the left eye with ceeon lens implant labeled 812a/21.5(d). Prior to surgery, the patient did not have any pre-existing eye problems. Surgery included phacoemulsification and the use of healon without opitical iridectomy. She developed a hyperopia and the difference in the refraction of both eyes was too big to put glasses on. A lens exchange was performed in 1999 and the patient made a full recovery. The physician reported that the packaging of the lens was labeled incorrectly. The iol was actually model 745a/18.0(d). A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. As a precautionary measure, 5 other lots that were manufactured the same day were also recalled, the distribution of these lots was limited to japan.